Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. Reportedly, the lead had migrated and twisted inside the epidural space. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.